Manufacturer narrative:
Visual inspection at high magnification confirmed a 1.5 mm longitudinal tear in the balloon. Based on the information provided and the investigation performed, the reported complaint was confirmed but the root cause of the tear in the balloon could not be determined. The review of the lhr (lot f1109008) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (cfa) via a 6f procedural sheath. A pre-procedural femoral angiogram revealed slight calcification at the vicinity of the arteriotomy. Post procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that after the physician pulled the balloon back to abut the arteriotomy, the physician opened the stopcock on the procedural sheath to confirm temporary hemostasis prior to shuttling down. However, it was observed that blood came through the sheath. The device was removed and the physician converted the patient to manual compression where hemostasis was successfully achieved. The patient tolerated the procedure well and was discharged to home with no reported clinical sequela. No further information was provided.